Event description:
On april 3 the patient reported that the pump powered off while swimming in the ocean. The patient denied experiencing blood glucose excursions. The patient changed the battery and the pump powered back on but the patient reported that there was moisture ingress and issues with the display screen. There was no reported patient impact associated with this complaint. There were no unresolved alarms at the time of the power loss. This complaint is being reported because the pump reportedly powered off without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that there was no damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The pump powers on with the display remaining blank. The pump was opened and moisture damage was found on the pcb unrelated to the complaint, evaluation revealed a scratched display screen and worn keypad symbols, which has no effect on insulin delivery function.